Event description:
The customer reported discordant hemoglobin and hematocrit results, for several patients, involving the coulter hmx hematology analyzer with autoloader. The patient samples were analyzed by a reference laboratory and recovered hemoglobin and hematocrit results that were considered correct. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event. Controls were within specification at the time of the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the blood sampling valve (bsv) was not rotating due to a defective bsv actuator. The fse replaced the actuator, bsv, tubing, and solenoids 16, 17, 18, and 19. The fse verified the repair per established procedures. The instrument conformed to the manufacturer's published performance specifications.